Event description:
Complainant alleged that during pt set-up (age and gender unknown), the device energy output was unable to be adjusted in lead 2. Zoll has been unsuccessful in obtaining any add'l event info from the complainant.